Event description:
A (B)(6) year old male patient underwent abdominal aortic aneurysm repair on (B)(6) 2011. During an attempted placement of the zenith renu aaa ancillary graft converter, the physician could not deploy the top cap (1820334-2011-00701) due to the triggerwire becoming jammed (1820334-2012-00052). They tried to retrieve the top cap; however, they were unsuccessful. The procedure converted to open repair where they removed the converter. The patient was converted to open repair to remove the zenith device. Since it was an unplanned surgical open repair and the patient was not fit for it in the first place, the patient expired afterwards.

Manufacturer narrative:
Date of death was not provided by the reporter. (B)(4) - conversion to open repair is labeled in the IFU. (B)(4) - difficult to release is labeled in the alternate deployment section of the IFU. The sheath assembly and part of the sub assembly were returned to assist with this examination but the trigger wire assemblies, stent graft, and tapered tip/top cap portion of the sub assembly were not returned to assist with this investigation. The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce this failure mode from occurring and/or reduce the probability of the worst case severity occurring. Additionally, prior to removing the proximal trigger wire, the IFU instructs the user to verify the wire guide is in the thoracic aorta. The proximal trigger wire contains an etch mark that is specified to be at certain location. Location of this etch mark is verified on each device after the device is loaded. Changes were implemented to the loading procedures that will reduce the likelihood of damage to the trigger wire during the loading process. An alternate deployment sequence has been approved for distribution in addition to the product's IFU. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent subsequently releasing tension from the trigger wire allowing it to be removed. This was done on a change request and was effective on (B)(6) 2009. It was concluded that the failure mode in this case was difficult to release, as a result of a difficult to remove trigger wire during the procedure. This failure mode was determined based on the provided event description in this case, additional information provided via email communication, and similarities with other event descriptions with this failure mode. A portion of the device used in this case was returned for examination. Unfortunately, the key parts of the delivery system and stent graft assembly concerning this failure mode, including the top stent, top cap, and trigger wires, were not returned. The returned device portions were examined by internal personnel. It was observed during the investigation. The gray pusher was broke in half. There was a significant bend in the gray pusher near the proximal fittings. The inner cannula had multiple bends present. The tip of the sheath assembly was out of round. The sheath assembly had multiple places were clamp marks were present. There was a significant bend in the sheath assembly. Additional requests for imaging have been made. A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar incidents. The appropriate internal personnel have been notified. No additional actions required at this time. The risk remains at an acceptable level per qera.